Manufacturer narrative:
Additional information: d4 ¿ lot number, h4 ¿ device manufacturer date device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus keymed (okm), UK. The evaluation at okm confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. Furthermore, the evaluation found corrosion on the latching mechanism. Based on the customer¿s description, the damage was most likely caused by thermo-mechanical fatigue and/or improper handling by the customer, possibly in combination with incorrect reprocessing. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether there was pre-existing damage to the insulation insert or if it was already worn, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. In the course of a design improvement that was implemented in october 2010, the material of the insulating insert was changed. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's bladder. Since it was not possible to retrieve the fragment, a laparotomy procedure was performed to remove it. This led to an extended hospitalization and recovery time for the patient.